Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform various troubleshooting steps, including disconnecting tubing and delivering boluses, to resolve the issue. Despite these efforts, the occlusion alarm recurred, leading to instructions for the caller to replace supplies as necessary and resume insulin.